Manufacturer narrative:
The investigation into access site bleeding ¿ major issue has been completed. The device was not returned for investigation. According to clinical information, the pump was removed due to hematoma and uncontrolled bleeding at access site. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that following implant of an impella cp pump, the 60-year-old male patient developed a hematoma coinciding with uncontrolled bleeding at the access site. Due to the noted condition, the pump was explanted and the patient was placed on inotropes until an impella 5.5 could be implanted the following morning.